Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 01nov2014 as patients were implanted between nov2014 and dec2022. Author information: vinogradsky, a., hynds, m., kaku, y., leb, j., yuzefpolskaya, m., colombo, p., sayer, g., uriel, n., naka, y., & takeda, k. (2024b). Surgical interventions for accumulation of biodebris causing outflow graft obstruction and thrombosis following heartmate 3. The journal of heart and lung transplantation, 43(4), s287. Https://doi.org/10.1016/j.healun.2024.02.1233. Division of cardiac, thoracic & vascular surgery, department of surgery, columbia university irving medical center, new york, ny; columbia university irving medical center, new york, ny; division of cardiology, department of medicine, columbia university irving medical center, new york, ny. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the article "surgical interventions for accumulation of bio-debris causing outflow graft obstruction and thrombosis following heartmate 3" (hm3) retrospectively reviewed 298 hm3 left ventricular assist device (lvad) patients and identified eight (2.7%) that were implanted between november 2014 and december 2022 who required corrective surgery for outflow graft obstruction due to biodebris accumulation. Patient 3 was implanted at age 69.6 years for destination therapy and presented with persistent low flow alarms 1.9 years following implant. A computerized tomography angiography (cta) was not available. Pre-intervention hm3 parameters were reported. The speed was 4600 revolutions per minute (rpm). Post intervention parameters were reported. The speed was 5600 rpm, flow was 5.3 l/min, pulsatilty index (pi) was 5.3 and power was 3.4 watts. The duration of follow-up was 5.8 post hm3 and 3.9 years post intervention. Their patient's last known status was reported as alive and on the device.

Manufacturer narrative:
This event is supplemental and the investigation findings will be submitted under manufacturer report number #2916596-2019-04622. No further information was provided. The manufacturer is closing the file on this event.